Event description:
In 2002 kmi was notified of the explant of a wrist fusion plate and screws to address pain caused by an apparent non-union of the implant. The original implant date was not reported, nor were any other details.